Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration and the force sensor plate was damaged. Review of the pump history revealed loss of prime alarms. The pump was primed and exercised successfully with no alarms occurring.

Event description:
Evaluation revealed that the force sensor resistance reading was out of calibration and the force sensor plate was damaged.